Event description:
A malfunction alarm was reported by the customer, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump. The issue did not recur after resetting the pump, and the customer was advised to continue using the pump and to contact support if any further issues arose.